Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance. The physician began a replacement surgery, but after opening the pocket decided not to change out the system. No further information was made available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative